Event description:
Litigation alleges patient physical suffering, including but not limited to: extreme pain, discomfort, soreness; malaise; swelling; loss of energy; immobilization and both acute localized damage to tissue and/or bone surrounding the acetabulum and systemic injuries as a result of the asr right hip implants. Also, patients bloodwork indicates excessive levels of chromium and cobalt.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2013 - medical records were obtained. Medical records indicate patient was revised on 1/16/2012 due to sepsis, formation of a bony pedestal within the femur and a thin quadrangular plate. The information received does not change the MDR decision. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
After review of medical record, it was stated that the patient was revised to address periprosthetic sepsis with progressive lysis of bone on the acetabular side. Revision notes reported that the lytic areas were small. Both acetabular and femoral components were removed and replaced with antibiotic loaded cement spacers. Re-revision occured on (B)(6) 2012 and aspiration of the hip was negative; the spacers were removed and definitive prosthesis were then implanted. Doi: (B)(6) 2008 - dor: (B)(6) 2011; (right hip).